Event description:
Additional information received indicated low pacing impedance and high defib impedance were noted at a later in-clinic follow-up. Provocative testing was performed and noise could be reproduced. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing and low pacing impedance were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.